Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency department with shortness of breath. Far r-wave oversensing after ventricular pacing was observed. Review of the remote transmissions confirmed that the behavior was intermittent. Programming changes were recommended. The patient was in good condition.